Event description:
Medtronic received information indicating that upon initial bypass, resistance was experienced in the arterial system where clots formed and profound hypotension of the patient blood pressure occurred with this pixie oxygenator. Hypotension and hypoxia were observed for ten minutes while the device was being removed and replaced. Further information indicates that the patient expired. Multiple attempts to obtain additional information, such as pump and drug management records and post-operative reports were made, however, we have not received the information at this time.

Event description:
Medtronic received information indicating that upon initial bypass, resistance was experienced in the arterial system where clots formed and profound hypotension of the patient's blood pressure occurred with this pixie oxygenator. Hypotension and hypoxia were observed for ten minutes while the device was changed out. Further information indicates that the patient expired. Additional information is being gathered.

Manufacturer narrative:
Product analysis: no product was returned for analysis; however, product return and additional information is pending. Device history review could not be performed, as no serial number was provided. Conclusion: at this time, no product has been returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information be received, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
Upon receipt, visual inspection did not reveal any outward signs of damage to the device. The device was then decontaminated and subjected to pressure integrity testing at 1 l/m with 23 psi of back pressure for 10 minutes. During this time, pressure integrity testing did not identify any leaks or abnormalities with the device. Next, the device was provided to our r<(>&<)>d laboratory for further analysis. The device was subjected to gas transfer and blood side pressure drop testing at 2 l/min flow. The o2 transfer was 110.61 ml/min, the co2 transfer was 70.48 ml/min, and the blood side pressure drop measured 121 mmhg. The gas side pressure drop was 16.7 mm/hg. All of the values were within historical averages for used devices. This device performed normally during analysis, operating as designed. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: analysis of the returned complaint device did not any manufacturing, design, or component anomalies which would have caused or contributed to the resistance experienced during the cardiopulmonary bypass procedure. We suspect the user experienced protein build-up or cryoprecipitate, which may have caused initial flow restriction in the device. There are no trends for high pressure excursion at the onset of bypass for the affinity pixie oxygenation system. (B)(6). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.